Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and replaced the stirrer motor. The issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A defective stirrer motor electronics is the most likely root cause of the reported issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was giving an error code associated to a stirrer motor malfunction during procedure. There was no report of patient injury.